Manufacturer narrative:
Upon assessment of the additional information received on the reported event, it was determined that this event occurred prior to surgery and the device was deemed unusable; therefore, this event does not hold the potential for harm/injury. This is not a reportable event and the initial report, 0001526350-2017-00012, should be voided.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the skin graft mesher plate was damaged at one end.